Event description:
It was reported that during a bravo ph monitor study, a partial perforation occured to the patient's esophagus. The healthcare provider confirmed that while attempting to place the first bravo ph monitor, the capsule would not deploy, so a second capsule was used. The clinician used a scope to confirm the capsule was placed. It was noticed that the esophagus had trauma and bleeding to it where the first capsule was attempted to be placed. The patient did not complain and was sent home. The patient arrived to the emergency room a few hours later in a lot of throat pain. A gastrografin study was conducted. It showed that the esophagus had a perforation in it. There was air in the layers of the trauma area all the way to the stomach lining. The patient was admitted to the hospital for a couple days. There was no treatment done. It resolved on its own, and the patient was fine.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action- failure to detach, physician communication.